Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was fractured. No adverse events have been reported as a result of this malfunction .

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned for further examination. However, a small fragment was not returned. Visual examination concludes that the returned tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on the medial side of the post. The condylar thickness of the device was measured and was found to be conforming to print specifications where measured. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.